Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer used original tandem charging cable and wall adapter with a working outlet, left pump connected for at least 30 minutes, and pump began charging, so no further assistance was required.